Event description:
The customer reported the unicel dxc 600 pro synchron system had fluid leak around the cuvette reaction wheel along with the "cc cuvette not dry" errors. Customer reported the fluid was contained to the instrument. No exposure reported. Customer was wearing gloves and lab coat. No erroneous results generated.

Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the instrument. Fse reported that the cause of the leak and the "cc cuvette not dry" errors was an obstructed wash/vacuum probe. The obstruction was flushed out and the leak as well as the errors were resolved. Beckman coulter internal identifier is (B)(4).